Event description:
It is reported that the shells had surface finish defects. Shell with lot #60674659 had a rough finish on the inside diameter and shell with lot #61529422 had a less porous appearance than normal.

Manufacturer narrative:
This report will be amended when our investigation is complete.